Manufacturer narrative:
H3: analysis of the 97716 serial# (B)(6) found insignificant anomalies the implantable neurostimulator (ins) passed functional testing. Analysis of product ID 977a260 serial# (B)(6) found no significant anomaly. Analysis of lead product ID 977a260 serial# (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 97791, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: accessory. Product ID: 97791, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2023, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the preoperative diagnosis was a malpositioned cervical spinal cord stimulator with lead migration complex regional pain syndrome upper extremities. The planned procedure was explantation of complete cervical scs percutaneous lead based system c2-3, c3-4 laminotomies, excision of epidural fibrosis, placement of mdt dual channel scs paddle lead c1-c3, placement of left lumbar ins, intraoperative electronic analysis of scs and intraoperative fluroscopy with interpretation. The following was part of the doctor's operative procedure notes. The patient's  spinal cord stimulator incisions were reopened and their device was removed in total. There was no evidence of hardware failure or infection. A new left lumbar ins pocket was fashioned rostral to the previous. A laminotomy was performed to expose the dorsal epidural space. There was significant epidural fibrosis precluding passing of the paddle lead in the dorsal epidural space. This required excision of epidural fibrosis at this level and at the level above the c2-3 level. Once the epidural fibrotic tissue was cleared the medtronic dual channel paddle lead was then advanced on the midline spanning c1-c3 confirmed with intraoperative fluoroscopy. Once the paddle was in the desired position anchoring devices were used to secure the proximal lead wires to the interspinous ligament. Lead wires were then tunneled to the left ins pocket and connected to the ins. Intraoperative electronic analysis of the system was completed successfully and the ins was then secured within the pocket. All wounds were then irrigated with warm saline, meticulous hemostasis was obtained at all wounds were closed in the usual manner. The patient was transferred off the operating table and extubated without complications.